Event description:
A malfunction alarm with malfunction code malf 12 was reported by the customer. There was no adverse impact to the customer¿s blood glucose level. Technical support provided pump reset information and assisted the customer with resetting the pump; the issue did not recur, and the customer was advised to continue using the pump and to call back if the malfunction code appears again.